Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a male patient, of unknown age or race, presenting with a ventricular septal defect (vsd) with acute myocardial infarction. The impella cp was selected for hemodynamic support and inserted without issue. The patient exhibited signs of "severe" hemolysis during support that was suspected as a result of the device being placed too deeply. The procedure to repair the vsd was successful and the device was removed, however, aortic insufficiency was found and aortic valve replacement was conducted. During surgery, abrasions on the valve leaflets were identified and suspected as the result of the inflow cage being too close.